Manufacturer narrative:
Related component of device system: model number/ catalog number:720185-01, batch/ lot number: 794343008, model/ catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient experienced unspecified issues with a previous inflatable penile prosthesis (ipp). All the components were removed and an new ipp was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The device was replaced due to it stopped working. There were no further patient complications.